Manufacturer narrative:
The reported field event of a ble telemetry anomaly was confirmed. Final analysis found the cause of the loss of ble telemetry to be consistent with a ble circuitry anomaly. No other anomalies were found.

Manufacturer narrative:
The reported event of failure to interrogate via bluetooth (ble) telemetry was confirmed. Final analysis found the cause of the loss of ble telemetry to be an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry. No other anomalies were found.

Event description:
It was reported the device was subject to the ble malfunction field action issued by abbott on 10 march 2022.

Event description:
It was reported that during device preparation, the novel implantable cardioverter defibrillator failed to be interrogated via bluetooth telemetry. It was elected to not implant this device and proceed using an alternate device on (B)(6) 2021. There was no patient involvement.